Manufacturer narrative:
The insulin pump was received with unresponsive button due to flattened creased act and down buttons dome switches. Unable to verify back light anomaly. The insulin pump has minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window and stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had a backlight anomaly on their insulin pump. The customer's mother stated their backlight would only function if it was pressed before any other button was pressed. The customer also stated they had to press the down arrow key several times for their insulin pump to respond. The customer's blood glucose was unknown. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.